Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's display blanked out, would intermittently not power up, and failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reports of "display blanks out" and "power intermittent" were not replicated or confirmed. The device was put through extensive testing including full functional testing and environmental stress testing without duplicating the report. The battery used at the time of the report was not returned as part of this investigation. The digital board was replaced as a pre-caution. The customer's report of "high leakage current" was observed during initial testing; however, the device was put through extensive testing without duplicating the report. The analog board was replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend